Manufacturer narrative:
S/w 4.11e. Retainer ring = black. Pump returned for customer alleging physical /cosmetic damage and low bgs that led to ER visit on july 30, 2021. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Thus and carelink software was utilized and downloaded trace/history files properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with broken belt clip rails, cracked case corner of the belt clip rails near the battery compartment and pillowing keypad overlay during visual inspection. Device tested ok, physical damage (cosmetic) was confirmed. Unable to confirm customer allegations for low blood glucoses due to device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = black pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Thus and carelink software was utilized and downloaded trace/history files properly. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with broken belt clip rails, cracked case corner of the belt clip rails near the battery compartment and pillowing keypad overlay during visual inspection.

Event description:
Customer reported via phone call that they have been experiencing low blood glucose for a month. Customer stated that they were feeling low and was unconscious that required emergency medical services to be dispatched. Customer was admitted to the hospital on (B)(6) 2021 with a blood glucose of over 30 mg/dl. Customer was treated with intravenous drip and carbohydrate intake. Blood glucose level at the time of the call was 57 mg/dl which was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of the incident. Customer also mentioned that the back of the insulin pump had a crack. The device was returned for analysis.